Event description:
After an implantation period of approx. 66 months, intermittent low shock impedance was observed.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for the lead and the ICD was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. At a next step the returned data was inspected. In the recorded period between (B)(6) 2019 and (B)(6) 2019, the shock impedance fluctuated between 60 ohms and 80 ohms with intermittent drops below 25 ohms, as described in the complaint. Based on the information available for analysis, the root cause of this observation was not determinable. The data did not show any indication of an ICD malfunction. However, the integrity of the lead cannot be assured. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the shock impedance drops could not be determined. Should additional relevant information or the lead itself become available for analysis, the investigation will be updated.